Event description:
Subject: (B)(6). Infinity with adaptis ankle (itar-2) study. Ankle impingement syndrome. Persistent pain. Physicians note documents limited dorsiflexion and anterior impingement pain. Plan for arthroscopic debridement anteriorly to help with pain and may improve motion also. Operation performed (B)(6) 2021: patient underwent reoperation for right ankle arthroscopic debridement. Ae update 11-jan-2022: patient reports are improving. Directed to weight bear as tolerated and aggressive physical therapy working on range of motion recommended.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(6). Infinity with adaptis ankle (itar-2) study. Ankle impingement syndrome. Persistent pain. Physicians note documents limited dorsiflexion and anterior impingement pain. Plan for arthroscopic debridement anteriorly to help with pain and may improve motion also. Operation performed (B)(6) 2021: patient underwent reoperation for right ankle arthroscopic debridement. Ae update 11-jan-2022: patient reports are improving. Directed to weight bear as tolerated and aggressive physical therapy working on range of motion recommended.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.